Event description:
It was reported that during a cerebral angioplasty intervention, a shaft fracture occurred. The target lesion was located in the moderately tortuous mid cerebral artery. A 1.5 x 12 mm apex push balloon catheter was advanced to pre dilate the lesion. The 2.25 x 16 mm promus element mr stent delivery system (sds) was advanced and met resistance at the proximal portion of the lesion and a kink was noted at the proximal shaft. The physician decided to remove the sds and the shaft became detached 15-20 cm from the manifold. The procedure was completed with another 2.25 x 16 mm promus element mr stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a cerebral angioplasty intervention a shaft fracture occurred. The target lesion was located in the moderately tortuous mid cerebral artery. A 1.5 x 12mm apex push balloon catheter was advanced to pre dilate the lesion. The 2.25 x 16mm promus element mr stent delivery system (sds) was advanced and met resistance at the proximal portion of the lesion and a kink was noted at the proximal shaft. The physician decided to remove the sds and the shaft became detached 15-20cm from the manifold. The procedure was completed with another 2.25 x 16mm promus element mr stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the hypotube had broken approximately 115mm distal from the catheter's strain relief. Several kinks were identified along the proximal end of the hypotube and it was curled up. The strain relief was also kinked. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The most probable root cause classification of this investigation is user / use error. This root cause is assigned as the complaint report states that the device was used to treat a lesion in the cerebral artery. The direction for use (dfu) states "the promus element" everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease, including patients with acute myocardial infarction and patients with concomitant diabetes mellitus, due to discrete de novo native coronary artery lesions. The treated lesion length should be less than the nominal stent length (8 mm, 12mm, 16 mm, 20 mm, 24 mm, 28mm, 32mm and 38mm) with a reference vessel diameter of 2.25 mm - 4.0 mm. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).